Event description:
The reporter stated the surgeon attempted to insert an aq2010v siliconethree-piece lens but it wasn't folded properly. There was pt contact but no injury. The reporter stated the surgeon also noted that there were white flecks on the lens surface. The surgeon used forceps to fold and deliver the lens, the cartridge and injector were not used.